Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The physician reported that a male pt in his 20's with a history of congenital hydrocephalus was admitted for the treatment of isolated 4th ventricle syndrome caused by an infected 4th ventricular shunt catheter that was "stuck to the pt's brainstem". During the week of (B)(6), 2011, the infected shunt was removed and a lumbar peritoneal (lp) shunt (unspecified integra horizontal-vertical lumbar valve system) was placed for treatment of the associated communicating hydrocephalus. Complications began the day after the lp shunt was placed and consisted of groin pain which was "thought to be due to the irritation of the t12 nerve root by the lp catheter". To treat the groin pain, removal of the catheter is planned. No other info was provided.